Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d refers to the main device, other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017; product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider regarding a patient receiving compounded baclofen (dose and concentration unknown) via an implantable pump for chronic low back pain and spinal pain. It was reported the pump was a morphine pump. It was reported the pump and catheter were removed on (B)(6) 2017 due to an infection. The devices were not replaced. The pump and catheter were returned to the manufacturer for archive/storage on (B)(6) 2017. The patient was not in a clinical study. It was indicated the devices were used with/in the patient, for treatment, and there was no patient death. It was also reported there was no patient injury, and the patient recovered without sequela. No further complications were reported/anticipated.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine 10.0 mg/ml at 0.699 mg/day. Analysi of the pump found no anomaly, and analysis of the catheter found no signifcant anomaly. Result code and conclusion code no longer apply.

Event description:
Additional information was received from a business partner on (B)(6) 2017. It was reported that during follow-up wit the healthcare provider, it was identified that the patient did not use baclofen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-apr-11. It was reported that the onset of the infection was on (B)(6) 2017. In regard to if the infection had been resolved, the healthcare provider stated that a system explant of the morphine pump occurred on (B)(6) 2017 and completion of oral antibiotics. It was stated that there was no growth to date from the pump cultures. It was noted that at the time of explant, the patient's weight was (B)(6) pounds, and the patient's body mass index (bmi) was 42.3.